Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer was hospitalized on an unknown date in (B)(6) 2019 with diabetes ketoacidosis from the attorney of the family. The information received stated the following - reporter alleges: retainer ring was missing from the insulin pump. In or about 2018 the customer began using an insulin pump. Customer¿s family received notice for retainer ring recall and tried returning the insulin pump. The insulin pump will not be returned for analysis.